Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death listed on the death certificate was cirrhosis of the liver with contributing factors including congestive heart failure and coronary artery disease. It is unknown if the ICD system contributed to the patients death. No further information is available at this time.